Event description:
This rv lead was implanted on (B)(6) 2009 and was capped and abandoned on(B)(6) 2018. In a form scanned by medical records on (B)(6) 2018 it was noted that the lead was capped and abandoned due to failure to capture. The physician was dr. (B)(6) at (B)(6) centre in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).